Event description:
Customer reported the dpm 6 monitor had a missed ventricular fibrillation alarm, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and identified an issue with the system's alarm setting that was turned off. The alarm setting was turned on and the problem was resolved.